Manufacturer narrative:
The ge service rep removed and replaced the image intensifier, grid & gasket. The image quality tests and checks out ok.

Event description:
The customer reported that there was poor image quality on the left monitor during live fluoro.